Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 450 mg/dl. The patient experienced sore throat, head congestion, and lack of focus. The patient did not yet treat for the high blood glucose. Troubleshooting was initiated and it was discovered that the infusion set cannula was very bent. The insulin pump will not be returned for analysis.